Manufacturer narrative:
On (B)(6) 2021, a complaint handling technician of infutronix provided the image for the affected administration set and visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
On (B)(6) 2021, a complaint handling technician of infutronix reported an issue on behalf of an end user: "an administration set model hs-008-b lot 2008004 set came disconnected at the cassette." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.